Event description:
The following information was reported: "per facility, the sealant deployed outside of groin with the advancer tube in the tissue track. Balloon was deflated and device was removed. Manual compression was held for 10 minutes. The patient was not hospitalized and there were no adverse effects to the patient." The physician believes the event was mynx related. Procedure type: coronary intervention.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was covering the balloon proximal bond and engaged to the distal tamp lock. The sealant was not returned with the device. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. However, since the device was returned with advancer tube still assembled on the device, it is likely that the advancer tube was retracted with the balloon catheter which can result in sealant being extracted from the tissue tract by the balloon.